Event description:
Related manufacturer report number: 2017865-2023-37475. It was reported through remote follow up that the implantable cardioverter defibrillator and right ventricular lead exhibited r-wave amplitude variation and under-sensing. A shock was delivered but failed to convert the patient cardiac rhythm back to sinus. Following the shock delivery, there was not sufficient sensing to deliver additional therapy. The patient passed away.